Event description:
A surgeon reported, the shunt extruded and came into contact with the iris. There was no damage to the eye or iris but "some type of corrected procedure" was required. The surgeon reported the event occurred about one yr ago. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 09/14/2012 and 09/21/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).